Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 581 mg/dl at the time of incident. The customer's current blood glucose is 97 mg/dl and 390 mg/dl. The customer was treated with manual injection and insulin drip in hospital. Customer experienced symptoms such as nausea. Customer was admitted to intensive care unit. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.